Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded by the patient. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (leg). Once removed it was found that blood and insulin was pooling inside the pod. As treatment, a new pod was applied.